Event description:
Per the clinic, the patient experienced poor performance with device use. Imaging revealed the electrode array was in scala vestibuli. Subsequently, the device was explanted on (B)(6) 2020, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on (B)(6) 2020.